Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced an extrusion of fixture, resulting in a loss of osseointegration and fixture loss. There are currently no plans to reimplant the patient, as of the date of this report.